Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the atrial lead exhibited under-sensing and far r-wave oversensing. No intervention was performed, and the patient will further be monitored. There were no patient consequences.